Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements and loss of capture (loc)12 days post implant. The root cause was not determined as there was no identifiable lead dislodgement or perforation. An invasive procedure was performed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.